Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event that did not require medical intervention. The consumer's hcp placed the consumer on new medication. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval because this is a medwatch report.